Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications prior to release. Analysis of the device found that the fiber tip is fractured within the clear tubing at the tip end of the fiber. The clear tubing exhibits signs of crushing and stretching at the point of the fracture. The fiber was tested with hene laser fixture, aim beam is visible at the fiber break. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
Analysis of the device found that the fiber was fractured within the clear tubing at the tip end of the fiber. Patient outcome information was not provided.